Manufacturer narrative:
Follow-up # 1 ¿ (09/05/2014). The lay user/patient¿s products have been returned and the meter was evaluated by lifescan product analysis on 08/29/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) canada alleging that their onetouch verioiq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on an unspecified date in the afternoon they felt ¿shaky, sweaty, hot and tired¿; symptoms they associated with a low blood glucose. In response to the symptoms, the patient reportedly tested their blood glucose and obtained a result of ¿6.5 mmol/l¿ which they felt was high compared to their feelings. The patient informed the csr that their blood glucose level is typically ¿4.0 mmol/l¿ when they feel low. The patient reported treating self with juice in response to symptoms and confirmed feeling better 15-30 minutes later. During the follow-up call, the patient informed the csr that they typically test their blood glucose only once a day. Prior to onset of symptoms, the patient believes they had last tested their blood glucose a couple of days prior and recalls the reading being within their expected range. The patient confirmed they do not take any medication to manage their blood glucose levels and denied making any changes to their usual diabetes management regimen in response to a result obtained with the subject meter. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused and/or contributed to this serious injury. The patient was symptomatic prior to obtaining the alleged inaccurate high result. In addition, there is no evidence the patient delayed treatment in response to meter reading. However, this complaint is being reported as a malfunction because the patient¿s reported symptoms did not correlate with the result obtained on the lfs device.

Manufacturer narrative:
Follow-up # 2 ¿ (09/15/2014). The lay user/patient¿s products have been returned, and were evaluated on 09/10/2014 by lifescan product analysis with the following findings:the test strip passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.